Event description:
The lay user/patient called lifescan (lfs) in 2007, alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that sometime in the end of the month, she tested on her meter and obtained a meter result of 400 mg/dl. She took an additional 10 units of her humalin insulin. She stated she developed hypoglycemic symptoms (sweaty, increased heart rate, and sleepy) after obtaining high result. The paramedics were called. They gave her an unknown medication under her tongue, and she began to feel better. She stated that she was not tested on any other meter. The comparison of meter to normal readings/feelings is anecdotal. The meter was replaced. This complaint is reported, although the comparison is anecdotal, the patient alleged that after taking insulin, which was based on the meter result, she became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.